Manufacturer narrative:
A visual evaluation found that the handle was broken in between the main shaft and the injection port. The distal end of the sheath was bent at the proximal pierce hole. Twists were present along the entire working length, including the distal end. The investigation could not confirm the customer complaint due to the broken handle a review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the tome would not bow. A second device was used and the procedure was successful. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was "fine".